Event description:
A customer had a problem with the dual lumen PICC. The customer reportts "the catheter had a leak approx 3cm into the baby." The customer reports "the PICC was pulled and removed and replaced with a single lumen".